Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: where was the anastomotic site? Small intestine. What was the indication of surgery? Side to side anastomoses. How has the common opening created? With a monopolar bovey device. Second surgery: what was used to create the anastomosis? J&j vicryl sutures. How was the anastomosis redone? By hand. Where was the leak exactly? Right in the middle of the staple line, the staples were undone and a hole was created. What did the staples look like? Nonexistent in the middle of the staple line.

Event description:
It was reported that during an enteroplasty procedure, the device was being used to close the top part of both ends of small bowel (side to side anastomosis). When the instrument was fired, the surgeon said it did not feel normal. The staple line was complete and the patient was closed. A drain was put in close the anastomosis. A few days following the procedure fluid was found to be coming from the drain. The surgeon suspected a possible leak. During the weekend ((B)(6) weekend), the patient was brought back to the or and the anastomosis was redone. It was hand sewn. The patient was stable.